Event description:
The customer reported that the knife blade was not advancing properly during a laparoscopic gastric bypass. There was no patient injury. The device was returned to covidien and visual inspection discovered that the webbing was protruding from the hinge.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete, a follow-up report will be submitted.